Event description:
According to the reporter, during pre-test inspection, both of the tracheostomy tubes' cuffs had air leaks after inflating and placed in normal saline, wherein bubbles were found. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: 6cn75a 6cn75a 7.5mm trach tube w tg cuff x1 23b0715jzx medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the cuff was torn. Functionally, an inflation/deflation test was performed using a syringe. Air was applied to the cuff and it was observed that the inflation system works properly although the cuff did not inflate. It was reported that the cuff had an air leak after being inflated and placed in normal saline, where bubbles were found. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during pre-test inspection, both tracheostomy tubes' cuffs had air leaks after being inflated and placed in normal saline, where bubbles were found. There was no patient involvement.